Manufacturer narrative:
One device was received for evaluation. Visual inspection found a detached downstream occlusion seal. Functional and visual tests were performed and the reported issue was duplicated. The cause of the reported issue was due to the latch sensor. As a result, the latch sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cassette could not be detected. There was unknown patient involvement, no patient injury was reported.